Manufacturer narrative:
The returned sample was visually inspected and was found conforming. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for aspiration and was found non-conforming for actuation and cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. No wear marks were observed at the bend area of the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The evaluation confirmed that the sample had a cut issue. The evaluation also indicated that the sample had an actuation issue. The root cause for the observed non-conformances is due to the separation of components within the probe. It appears that during surgical use of the probe the adhesive bond failed causing the inner cutter to detach from the coupling. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that poor cutting of the probe occurred. The condition of aspiration and actuation was unknown. The product was replaced and the procedure was completed. There was no patient harm.